Event description:
It was reported that the patient underwent bha on (B)(6)1994. The cup came off, so revision surgery was performed on (B)(6). We could not specify when it was broken. The poly of the cup was worn. The ring of the cup came off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a uh1 bipolar head was reported. The event was confirmed. Method & results: -device evaluation and results: delamination and wear was present on the uhr bearing insert of uhr bipolar. These are common damage modes for uhmwpe. The damage is consistent with the device's extended time in-vivo. Material analysis found no evidence of material or manufacturing defects. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review indicated the device was accepted into final stock with no noted discrepancies. -complaint history review found no other events for the returned device lot code. Conclusions: the investigation concluded that the worn uhmwpe was caused by normal wear. The damage to the device is consistent with an extended in-vivo service life. No evidence of material or manufacturing defects were found during the investigation.

Event description:
It was reported that the patient underwent bha on (B)(6)1994. The cup came off, so revision surgery was performed on (B)(6). We could not specify when it was broken. The poly of the cup was worn. The ring of the cup came off.